Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report section h10 was incorrectly captured, it should have been reported as: the manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. No visible problems found. Blower was calibrated. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one error found. The manufacturer concludes that they could not confirm the customer's allegation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging ventilator inoperative condition occurred related to a ventilator's sound abatement foam. The device was not in patient use. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. No visible problems found. Blower was calibrated. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one error found. The manufacturer concludes that they could not confirm the customer's allegation.